Event description:
It was reported that during an endobronchial ultrasound bronchoscopy (ebus) procedure, multiple pieces of the bronchoscope came off into the patient's lung. It was noted that metal fragments lodged into the distal trachea right above the main carina and another metal piece stuck just behind the endotracheal tube (ett) and a small piece in the proximal right lower lobe (rll) medial basal segment. Each fragment was removed with an alligator forceps and placed in a specimen cup. The pieces were successfully removed from the patient. The bronchoscope was removed from the field and was replaced with a new scope. A repeat inspection was done and no more metal shards were seen. There were no further reports of patient harm.